Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient claimed that she had been getting frequent occlusions although she had changed her complete set up including the site. In one case, the patient claimed that she only received 1.9 units of a 5 unit bolus due to an occlusion. The patient indicated that her bg levels were high and a meter was also displaying "high" (bg > 600 mg/dl). The patient denied, however, that she had any symptoms of hyperglycemia. The patient's normal target bg level is "120 mg/dl." Through troubleshooting, the animas representative discovered that the patient was using a cartridge that expired 12/2010. Also, the pump's date/time was incorrectly set to january 1, 2004, at 4:20 am. The animas representative informed the patient that she was getting the wrong basal rate. The pump's tdd matched her bolus amounts. The patient was able to remove the cartridge and performed a manual prime with ease through the tubing and cartridge. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she was getting frequent occlusions and developed an elevated bg level that meets animas' criteria for a serious injury. However, the patient's injury can be attributed to possible use-error since the patient was using expired cartridges.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. Multiple occlusion alarms observed in the black box; the occlusion alarms are caused by a constant rise in force until an occlusion is given. A call service 064-0001 alarm verified in the black, force at the time of the alarm is high. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No occlusions were found during the investigation. An occlusion was induced and the pump alarmed appropriately. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.